Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/3.5 mm balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The characteristics and location of the lesion being treated are unknown. The quantum maverick monorail 15/3.5 mm balloon was removed and replaced with another balloon to successfully complete the procedure. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.